Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, catheter froze on wire. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous first diagonal of left anterior descending artery. It was predilated with a 12/2.0mm emerge balloon catheter. A 2.00 mm x 12 mm emerge balloon catheter was then advanced via the non bsc guide wire, however, the balloon catheter encountered friction and got stuck with the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.